Event description:
It was reported that a patient's vns was indicating high impedance. It was noted that the patient was not experiencing a change in seizure activity or any adverse events. There was no trauma to the device area. At a later visit, the device was also showing low output current status, indicating that the intended output current was not being delivered. The device remained programmed on. It was stated that the patient was not able to feel stimulation when the output current was increased by 0.5ma to test for delivery of therapy. X-rays were received and reviewed. The generator appeared to be implanted per labeling though the x-ray did not display the full body. The connector pin could not be visualized past the connector block due to the quality of the image, though the feedthrough wires appeared to be intact. The lead strain relief could not be visualized due to the angle of the provided images. There were no gross fractures, discontinuities or sharp angles easily visualized, although it was difficult to assess due to poor image quality and lack of lateral view x-rays. The presence of microfractures could not be ruled out. The lead wires were unable to be visualized at the connector pins. No surgery has occurred to date. No additional or relevant information has been received to date.

Event description:
Surgery occurred for the high impedance. Pre-operation diagnostic confirmed the high impedance. In the operating room, the lead pin insertion was visually checked and then reinserted. Another diagnostic was performed showing high impedance. The generator was tested with a test resistor and was found to be functioning within normal limits.. The lead was revised with no issue and post-operation diagnostics confirmed ok impedance. The generator was not replaced. The lead was returned for analysis. No analysis has been completed to date. No further relevant information has been received to date.

Event description:
Product analysis was completed for the returned lead. The lead assembly was returned in two pieces. The electrodes were not returned. Setscrew marks were seen on the connector pin, providing evidence the proper contact between the setscrew and connector pin existed at least once. Abraded openings were noted on the outer and inner silicone tubing. A break was identified in one of the lead coils. Scanning electron microscopy images of the broken lead coils showed signs of pitting or electro etching conditions. The appearance of a mate end coil break also suggested that a stress-induced fracture occurred in at least two strands of the quadfilar coil. Due to metal dissolution, mechanical distortion and/or surface contamination, the fracture mechanism of other strands could not be ascertained. Note that since the electrode array portion was not returned for analysis, an evaluation could not be performed on this portion of the lead. Other than the above mentioned observations and typical wear and explant-related observations, no other anomalies were identified in the returned lead portion. No additional relevant information was received to date.